Event description:
It was reported that the patient presented with drainage noted at the implant site. An infection was suspected. The implantable cardiac monitor was explanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: (B)(4).